Event description:
According to the initial information received and the article "surgical removal of a migrated duct occluder device from the right pulmonary artery without cardiac bypass" (doi 10.1007/s11748-011-0788-y), a (B)(6) female required medical attention due to repeated respiratory tract infections, shortness of breath, fatigue and failure to thrive. Following an echocardiogram, a 9mm patent ductus arteriosus (pda) was found. An amplatzer duct occluder (ado, size/model unknown) was implanted. A follow-up fluoroscopy revealed the ado had embolized into the right pulmonary artery. The patient was rushed to surgery where a standard median sternotomy and partial upper vertical pericardiotomy were performed to remove the ado. The pda was dissected and ligated with nonabsorbable sutures. The patient was released five days later. Note, the event date is unconfirmed.

Manufacturer narrative:
The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.